Event description:
The tech alleged the brake casters will not hold. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer caster, the brake casters and the a brake caster support to resolve the issue.